Event description:
During a left hip exploration and removal of prosthalic spacer implant and conversion to total hip arthroplasty, part of the flexible reamer came off (metal ball) into the femoral canal and could not be retrieved despite efforts to do so. The operative report states that the femur was curetted of granulation tissue and then reamed up initially with straight reamers and an attempt was made to use a flexible reamer. The 12 reamer tip was incarcerated distally and driven distally into the distal femur proximal to the knee joint and the tip was lost as it was embedded. The further reaming was continued using a guide pin and the carr broaches were used to broach. Image was brought in and was taken of the 18 carr. Distally, the reamer tip was identified. The attempts to retrieve it with a pituitary grasper failed. After substantial effort to retrieve failed, the surgeon decided to allow it to be retained.